Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had mini bags causing the secondary to not be fully used. The hanger they had was roughly 12 inches so it was not able to extend to the correct height that was needed. It was also clarified that they were seeing a siphoning issue. The medication used was kepra [volume, rate, and dose were unknown). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.